Manufacturer narrative:
(B)(4). The pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump errors due to pump error 37 alarms. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.